Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the black box showed unusual pump reboot events on 02/05/2015. The battery compartment and cap were undamaged and able to fit securely to the pump. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There was no power interruption or any other errors, alarms or warnings during the investigation. The pump¿s cover was removed and no intermittent condition was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).